Manufacturer narrative:
(B)(4). The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(6). Contact office name/address has been updated accordingly. The initial medwatch stated the date of manufacture was unknown. It has been updated as feb 1, 2012. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device mechanics seized, jammed and moved heavy. It was also noted that the device failed the following pre-tests: check the status of development, check the condition, check the drill chuck, check function of tool coupling, check the machine coupling, check the cannulation, check of free moving, check the symmetry, check for untrue running and function test. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear from use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure of the foot, it was observed that the wire attachment device was not holding the two threaded needle devices and the drill bit device but when it succeeded, the needle and the drill bit devices would get caught on their way out. It was reported that the wire attachment device was replaced by a drill attachment device but the situation got worse as the coupling did not rotate causing the needle and the drill bit devices to split and burning the bone. According to the report, there was no visual damage to the devices prior to use and there were no fragments generated; however, the devices remained inside the patient and were not retrieved. As a result, there was a 20 minute delay in the surgical procedure; however, the surgery was completed successfully as a spare device was available for use. It was reported that there was no additional medical intervention required to locate or remove the fragments/parts. It was reported that the presence of a broken device in the patient did not result in a re-operation. It was reported that the threaded needles were reported to remain inside the patient after the surgery. It was reported that the surgeon expected no complication from the needles remaining implanted inside the patient¿s foot bones. It was reported that the wire attachment device was not overheating; however, the malfunction of this device contributed to the burning of the bone. It was reported that the drill attachment device was not overheating and did not work; therefore, did not contribute to the burning of the bone. It was reported that the two threaded needle devices worked improperly as the wire attachment device did not hold them and the drill attachment device did not rotate them causing to overheat; therefore, contributed to the burning of the bone. It was reported that the drill bit device was completely rusted, uncut from several uses and did not have a cutting edge. It was reported that the surgeon was not burnt by the overheating of the device. The patient¿s condition post-surgery was unknown. It was not reported if there was a prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
During further follow-up it was determined that the device did not function from the beginning of the surgical procedure. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.